Event description:
Reference number (B)(4). Event occured in spain. It was reported that the infusion set tape was pulled off while the patient was using gym equipment on (B)(6) 2026. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.